Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The reported chikai nexus 014 guide wire was returned for evaluation. The returned chikai nexus 014 guide wire was found looped for approximately 15mm from the distal end. The ptfe coating on the shaft was intermittently peeled off at approximately 400-700mm from the proximal end, exposing the core wire. Referring to known similar events, an unused torque device was attached on an unused chikai nexus 014 guide wire, with the torque device loosely tightened. The torque device was moved while being rotated, causing the metal chuck inside the torque device to scrape the surface of the chikai nexus 014 guide wire. Observation of the surface of the chikai nexus 014 guide wire found similar damage that was seen on the returned guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the ptfe coating of the chikai nexus 014 guide wire might have been scraped by the metal chuck inside the torque device. Consequently, the ptfe coating was peeled. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, a possibility could not be completely ruled out that some fragments of the ptfe coating of the guide wire might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [precautions]: inspect the guide wire carefully for bends, kinks, or other damage prior to use and whenever possible during the procedure. Fasten the torque device to the guide wire firmly so that it may not loosen. Torque operation with a loose torque device may cause the coating to come off. When changing the attachment position of the torque device on the guide wire, loosen the fastening of the torque device before moving it. [Malfunctions and adverse effects]: 1.malfunctions coating delamination.

Event description:
It was reported that an asahi chikai nexus 014 guide wire and a phenom17 microcatheter (medtronic) were used during coil embolization of the cerebral aneurysm. When the chikai nexus 014 guide wire was removed from the phenom 17 microcatheter, the guide wire coating appeared to be peeled. The coil embolization was continued with another guide wire and was successfully completed. It was informed that there were no adverse patient effects associated with this event and the patient was fine without any problems after the procedure.